Manufacturer narrative:
One image was submitted for analysis. The image appears to show a patient burn on the abdominal area. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2184149-2019-00118. During a lumbar radiofrequency ablation procedure, a patient burn occurred. The skin was prepped, and the grounding pad was placed on the right lower side above the hip bone, making full contact. No alarms were noted throughout the procedure but upon removal of the grounding pad a burn was noted with blistering. The patient was sent to the emergency room for further treatment and has remained in stable condition. There were no performance issues with any abbott devices.